Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that the screw was loose/migrated at l2 and that the patient suffered a fracture at l2. Patient underwent a revision procedure. No further details are known at this time.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of radiographic images show ap and lateral lumbar films show interspinous coflex spacer between l4 and l5 with degenerative disc disease noted most severe at l4 and l5 but present at l3 and l2 as well. Osteoporosis is also suggested. Subsequent decompression and fusion from l2 to s1 was performed. Pull out of the screws at l2 is noted with the screws also rotating and penetrating the l2 superior endplate. Subsequent revision is performed to t12 with pmma augmentation of t12 and l1. Screws at l2 were shortened.